Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using proglide devices with a 6f sheath after a peripheral interventional procedure. Reportedly, the first proglide suture was deployed; however, the knot was hard to get down. The suture was removed. A cuff miss was noticed for the second proglide. A third proglide was deployed but the knot being hard to get down; the suture was removed. Hemostasis was attempted with manual arterial compression but blood flow could not be controlled. A balloon was advanced via pedal access to achieve hemostasis along with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.